Manufacturer narrative:
The device was received with critical pump error and unable to download due to corroded electronic assemblies. No blank display was noted. The device was received with corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display after changing new battery in timely manner. The customer¿s blood glucose level was 220mg/dl at the time of the incident. Customer states that display did not return after pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.